Manufacturer narrative:
(B)(4). The homechoice device was not returned for therapy log review. The volumes reported do fulfill the criteria consistent with increased intra peritoneal volume (iipv) event (drain volume of more than 160% of the lpfv). The iipv was confirmed based on reported drain volumes. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. Per the iipv callscript, a cause was undetermined. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) stated the home patient (hp) was getting a low ultrafiltration (uf) alarm in drain 4 of 4, drain volume 4267ml, total uf 1419ml. The cg stated, the hp felt empty and was requesting to bypass to last fill. The technical service representative (tsr) reviewed the programming and the programmed fill volume is 2200ml. The tsr asked if the hp was having any discomfort and the cg stated no wanted to bypass because, he was empty. The tsr bypassed as requested. The tsr advised to let the registered nurse (rn) know about the alarm and the cg stated the hp had an appointment today. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.